Event description:
In 2007, at 1400 hours, in hospital interventional radiology, the wing span stent (device #1) deployed, but unable to remove deploying catheter-introducer due to being stuck on the stent resulting in tear in posterior inferior cerebellar artery (pica) (left) and subsequent subarachnoid hemorrhage. Pt was stabilized and taken for CT scan and transported to ICU for close monitoring. The introducer was left in the artery and femerol sheaths were left in overnight for potential access if needed. The pt was extubated and did awake from anesthesia neurologically intact with mild deficit with swallowing.